Event description:
It was reported that the patient passed away due to severe respiratory acidosis and sepsis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to severe respiratory acidosis and sepsis. The source of infection was later reported to be from a tooth extraction. The infection was treated with IV and oral antibiotics.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient's respiratory acidosis was a secondary effect of the patient's sepsis. The respiratory acidosis was a new diagnosis. The device operated as intended. The patient's death was not considered to be device or therapy related.